Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code "malf 10." There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support to reset the pump, and the malfunction did not recur, allowing the customer to continue using the pump.